Event description:
The pt was seen at the implant center for device evaluation. Testing conducted at the center confirmed that the device was no longer functioning. Revision surgery has not yet been scheduled. The pt will be reimplanted with another clarion device.